Manufacturer narrative:
Multiple attempts for product return and additional information requests were made. The unit was not returned to allow an analysis to be performed. If new information is obtained, a follow up report will be submitted. No patient incident reported.

Event description:
The following was reported to the customer by an end user that the end-user's reported of inaccurate spo2 readings when using the rad-8, patient cable pn-2056 and disposable sensors pn-2329. The end-user indicated that the readings from the rad-8 for spo2 fluctuated between 90 percent and 70 percent rapidly within seconds. There was no reported behavior with pulse rate readings. They stated that this problem has occurred even while the patient was sleeping or not moving. The end-user did not use other means to verify the saturation on the patient. They did not notice any changes in the patient before or after event first took place. The mother stated that the patient is in a bedroom environment, non-smoking and on a hospital bed. The mother switched to new disposables every two days. They stated that they change it earlier if they notice inaccuracies with the spo2. The end-user was unable to determine if switching to new disposables have solved the issue. The mother administered oxygen to patient in response to the event and there were no changes observed. No patient incident reported.